Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and autoimmune disorder ("other autoimmune type responses") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and rash ("rashes"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed in 2014. At the time of the report, the pelvic pain, autoimmune disorder and rash outcome was unknown. The reporter considered autoimmune disorder, pelvic pain and rash to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.